Event description:
Original event notification was received via FDA: " per the vascular surgeon's op note: infrarenal abdominal aortic aneurysm rupture, in the setting of prior cook z-fen endograft repair in 2019 at outside hospital. Intraoperative findings were consistent with a type iii endoleak-endograft component separation - likely causing the sac expansion and eventual rupture. The pt expired. Health effect - clinical code(s): 4436: ruptured aneurysm, 4843: endoleaks." Additional information received: what device was implanted in 2019? (Provide device lot #). What other devices were used or implanted during the procedure? (Balloon, graft, etc.) Were there any nonconformances identified during the initial procedure in 2019? Did the patient have any preexisting conditions related to the event? Were there any adverse events detected during the initial procedure? Were regular follow up scans done as per IFU? If so, was the separation visible during any of the scans? Was there clear separation between graft components? Can preoperative, intraoperative and/or postoperative images be provided? The following information was received on 09apr2024 via email (aj 17apr2024): 1. What is the part number and/or lot number for the cook z-fen in question? Unknown, device was not saved. 2. What was the implanting facility? Tift regional medical center, tifton, ga 3. What symptoms did the patient present with? The patient presented to the ed in hypovolemic shock with findings consistent with a ruptured infrarenal abdominal aortic aneurysm. Patient had a cook z-fen endograft placed at an outside facility on 2019. 4. Are any basic pt. Detail available? (Gender, age, dob, wt.) Male, 71y/o, 10/28/1952, 67.1kg. 5. Were any interventional procedures were performed? If yes, please describe. Ultrasound-guided access of the bilateral common femoral arteries diagnostic aortogram. Emergent endovascular repair of ruptured abdominal aortic aneurysm /type iii endoleak with placement of 3 consecutive gore excluder endoprosthesis covered stent grafts, 36 x 4.5. Percutaneous closure of bilateral common femoral artery access sites with 2x pro-glide device in the right common femoral artery and a 5 french mynx percutaneous closure device in the left common femoral artery.

Manufacturer narrative:
Original event notification was received via FDA.

Manufacturer narrative:
The complaint information was provided to the medical director in order to provide a clinical assessment, which stated the following: ¿given the extremely limited amount of information we have on this case, and no imaging, we have to assume that this is a case of zfen graft separation, between the zfen-p and the zfen-d components. The device had been in the patient since 2019, so about 5 years. In this case, we have no information about the degree of overlap on implantation, or any information from follow-up imaging which should have occurred. In many of the separation cases, progressive movement of the zfen-d as the whole device bowed sideways or forwards, was easy to see on follow-up imaging before the actual separation, but we don¿t have that information for this case¿. Review of the instructions for use (IFU) supplied with the device found that it contains appropriate warnings, precautions, and instructions to the user including: 4. Warnings and precautions: 4.1 general use information: the long-term performance of fenestrated endovascular grafts, including the stents placed in fenestrations/scallops, has not yet been established. All patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms, changes in the structure or position of the endovascular graft, or stenosis/occlusion of vessels accommodated by fenestrations) should receive enhanced follow-up. After endovascular graft placement, patients should be regularly monitored for perigraft flow, aneurysm growth, patency of vessels accommodated by a fenestration/scallop, or changes in the structure or position of the endovascular graft. At a minimum, annual imaging is recommended, including: 1) abdominal radiographs to examine device integrity (separation between components, stent fracture or barb separation) and 2) contrast and non-contrast CT to examine aneurysm changes, perigraft flow, patency, tortuosity and progressive disease. If renal complications or other factors preclude the use of image contrast media, abdominal radiographs and duplex ultrasound may provide similar information. 4.2 patient selection, treatment and follow-up: key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation (> 45 degrees for infrarenal neck to axis of aaa or > 45 degrees for suprarenal neck relative to the immediate infrarenal neck); short proximal aortic neck (<4 mm); greater than 10% increase in diameter over 15 mm of proximal aortic neck length; and circumferential thrombus and/or calcification at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. Irregular calcification and/or plaque may compromise the fixation and sealing of the implantation sites. Necks exhibiting these key anatomic elements may be more conducive to graft migration. 5. Adverse events: potential adverse events that may occur and/or require intervention include, but are not limited to: endoprosthesis: improper component placement; incomplete component deployment; component migration; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture; perigraft flow; barb separation and corrosion. 11.4.8 distal bifurcated body placement: repeat angiogram to verify: the degree of overlap with proximal body (no less than 2 stents). The position of the contralateral limb. The position of the ipsilateral iliac limb with respect to the common iliac bifurcation." And "reposition distal bifurcated body as required." Based on the information provided, a definitive root cause could not be determined from the investigation. It is possible that the following may have contributed to the reported event: inadequate diameter tolerance to ensure interference at overlap, inadequate separation force, inadequate length of overlap, patient-related factors.

Event description:
Original event notification was received via FDA: " per the vascular surgeon's op note: infrarenal abdominal aortic aneurysm rupture, in the setting of prior cook z-fen endograft repair in 2019 at outside hospital. Intraoperative findings were consistent with a type iii endoleak-endograft component separation - likely causing the sac expansion and eventual rupture. The pt expired. Health effect - clinical code(s): 4436: ruptured aneurysm. 4843: endoleaks". Additional information received: what device was implanted in 2019? (Provide device lot #). What other devices were used or implanted during the procedure? (Balloon, graft, etc.) Were there any non-conformances identified during the initial procedure in 2019? Did the patient have any pre-existing conditions related to the event? Were there any adverse events detected during the initial procedure? Were regular follow up scans done as per IFU? If so, was the separation visible during any of the scans? Was there clear separation between graft components? Can pre-operative, intra-operative and/or post-operative images be provided? The following information was received on 09apr2024 via email ((B)(4) 17apr2024): 1. What is the part number and/or lot number for the cook z-fen in question? Unknown, device was not saved. 2. What was the implanting facility? Tift regional medical center, tifton, ga 3. What symptoms did the patient present with? The patient presented to the ed in hypovolemic shock with findings consistent with a ruptured infrarenal abdominal aortic aneurysm. Patient had a cook z-fen endograft placed at an outside facility on 2019. 4. Are any basic pt. Detail available? (Gender, age, dob, wt.) Male, 71y/o, (B)(6) 1952, 67.1kg 5. Were any interventional procedures were performed? If yes, please describe. Ultrasound-guided access of the bilateral common femoral arteries. Diagnostic aortogram. Emergent endovascular repair of ruptured abdominal aortic aneurysm /type iii endoleak with placement of 3 consecutive gore excluder endoprosthesis covered stent grafts, 36 x 4.5. Percutaneous closure of bilateral common femoral artery access sites with 2x pro-glide device in the right common femoral artery and a 5 french mynx percutaneous closure device in the left common femoral artery.